Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the multiple orders were not crossing over. A technical support specialist (tss) reported that the issue was resolved on host side with customer interface. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned that multiple orders for refill stock from multiple facilities were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.